Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed (through the history log) but did not reproduce the reported system error 105. The evaluation found the error to be caused by a failed I/o printed circuit board (pcb) (dislodged component). The failed I/o pcb was replaced.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no patient involvement.